Event description:
Procedure type: laparoscopy. According to the reporter: the handle was closed and fired. The staples deployed but the tissue did not hold. There was no bleeding reported in excess of 250cc nor was there any unanticipated tissue loss. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).